Event description:
It was reported that during a laparoscopic pneumectomy, the clip was malformed. The same event occurred in the 2nd device. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.